Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
All of the listed 3 items were found at (B)(4) warehouse to have worn & deteriorated rubber.

Manufacturer narrative:
An event regarding santoprene damage (worn and deteriorated rubber) involving a triathlon adjustable spacer block was reported. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Conclusion: visual inspection showed the handle of the device is worn and degraded. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
All of the listed 3 items were found at surgicor warehouse to have worn and deteriorated rubber.